Event description:
The manufacturer's representative (rep) reported the implantable neurostimulator (ins) was in its third overdischarge so the physician was attempting to get a primary cell ins approved by insurance. No patient symptoms were reported. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the cause of the overdischarge was due to the consumer using the implantable neurostimulator (ins) intermittently with several months in between. As a result of the overdischarge the consumer was scheduled for surgery to have the ins replaced with a non-rechargeable ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-09-06 additional information was received that the patient had the over discharged implanted neurostimulator replaced on (B)(6)2017.